Manufacturer narrative:
The medwatch report did not provide a user facility name or address. Steris is unable to contact the user facility to obtain additional information regarding the reported event. As steris is unable to obtain additional information from the user facility, the device subject of the reported event cannot be returned for evaluation, and a root cause cannot be determined. No additional issues have been reported.

Event description:
The user facility reported via medwatch report mw5167561 that, "two hunter graspers were used for this procedure. Each of their respective handles came apart during their use. A screw was missing from each one during the procedure. Dr., general surgeon was notified." No report of injury.